Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received no sensor detected alert which led to early sensor removal.

Manufacturer narrative:
The customer reported persistent low signal strength and frequent "no sensor detected" alerts beginning immediately after sensor insertion. Customer care attempted multiple placement tests, but the user continued to experience only low or no signal, with the transmitter losing connection whenever the arm was moved. The customer reported that it was difficult to find a position where the transmitter could maintain a stable signal. Additional troubleshooting with placement did not resolve the issue, thus the customer was referred to their hcp for replacement of the sensor. Both the sensor and transmitter were requested to be returned to senseonics for further investigation, however, neither was returned. Assessment of potential malfunction related to the sensor or transmitter were not possible without the physical devices returned for evaluation. Therefore, no further investigation could be conducted. The user remained unresponsive to multiple communication attempts, and no additional follow-up information could be obtained.